Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved, wear abrasion and creases flat. Leak test and microscopic analysis was performed which identified: striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.